Manufacturer narrative:
(B)(6) - intraocular lens the intraocular lens is not available in the united states. The lens is under a clinical study in europe; however, the lens is similar to model zcb00, which is available for sale in the united states under PMA #p980040. Reason for non evaluation: to date, the lens remains implanted.

Manufacturer narrative:
Additional information: the patient's postoperative history, including post-op visual acuities were: pre ucva 0.4, pre bcva 0.8; 1 week post op ((B)(6) 2013) ucva 0.5; 1 week post op bcva 1.0. Post op ((B)(6) 2013) ucva 0.4; bcva 0.5; (B)(6) 2013 ucva 0.63; bcva 0.8+; macular edema. Medication prescribed post iol implantation floxal, dexaophtal, hyabak; ultracortenol. The macular edema treatment was voltaren eye drops, voltaren tablets, diamox tablets, pantocol tablets, calinor tablets, trusopt eye drops. The manufacturing records were reviewed and showed no deviations. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 21.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. Corrected data: expiration date: 10/02/2016; device manufacture date: 11/02/2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported via a clinical research study, that the patient experienced a cystoid macular edema in both eyes after implantation of zlb00 intraocular lenses implanted in both eyes. The patient received medical therapy; although no secondary surgical intervention was necessary. Further, the outcome was reported as resolved without sequelae on (B)(6) 2013. As reported, the event was probably related to the operative procedure and was believed not to be lens related. The severity of the adverse event was assessed as mild and it was stated that this adverse event was not serious/sight-threatening. No further information was provided. A second MDR will be provided for the lens implant in the patient's other eye.